Manufacturer narrative:
(B)(6) 2015 02:30 pm (gmt-5:00) added by (B)(6) ((B)(4)): a supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that during system check out, the anesthesia workstation failed the pressure transducer test and generated alarms indicating an expiratory pressure transducer error. There was no patient connected to the anesthesia workstation at the time of the event.(B)(4).

Manufacturer narrative:
Our local distributor representative investigated the anesthesia workstation at the hospital and concluded that the expiratory pressure transducer needed to be replaced. The anesthesia workstation was subsequently returned to service. The replaced expiratory pressure transducer and the device logs were received for investigation. The investigation found a defective pressure sensor on the returned expiratory pressure transducer printed-circuit(pc) board. The pressure sensor consists of 4 laser trimmed resistors and a feedback resistor. One of the resistors' value was not in line with the others, and thus was causing an incorrect offset value leading to the failing of the pressure transducer sub-test as reported. The received logs confirmed the offset value being below the allowed limit during testing.

Event description:
(B)(4).